Event description:
A customer reported to baxter an issue of inadequate iodine found before use. The iodine liquid at the mini cap is insufficient.there was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of inadequate iodine was not confirmed and the root cause could not be determined.